Event description:
Pt was revised to address acetabular loosening. Dislocation also occurred between a depuy liner used in conjunction with a competitor's head. Poly wear was discovered intraoperatively.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the info available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy product is not recommended. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.